Event description:
It was reported that at the end of (B)(6), the patient, she walked through a department store door and set off the alarm, and since then, she had started to shake. The patient had another similar incident in the beginning of (B)(6), and was still shaking a little. Patient said she had 2 patient programmers and one showed a blinking light for the ins, and the other patient programmer showed, a solid green light. The patient did try to push the on button, and she said, she felt like the implant was turned on. She never reported seeing the orange/yellow light to indicate the implant was ever off. Patient said, in the past whenever she has shaking, she would go to hcp for adjustments. The patient received assistance from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4). Product type: extension, product ID: 7482a51, serial# (B)(4). Product type: extension, product ID: 7438, serial# (B)(4). Product type: programmer, patient product ID: 3389s-40, lot# v217680. Product type: lead, product ID: 3387s-40, lot# v476623. Product type: lead. (B)(4).